Event description:
On september 18, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The pt indicated that the alleged meter issue started in 2007, at 6:00 am. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. An unspecified time after the meter issue began, the pt developed symptoms of sweating and feeling tired. At 11:00 am that same day, the pt administered self-care by eating food and/or drinking a beverage. The pt was not tested on another device. The pt admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reported she developed symptoms that can be suggestive of hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.